Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the right common iliac artery with no tortuosity, moderate calcification and 90% stenosis, a 6.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to the target lesion. During the first inflation for 10 seconds, the balloon ruptured at 6 atmospheres. The pta catheter was removed from the patient anatomy without resistance and replaced with a 6.0x20 mm armada 35 pta catheter and pre-dilatation was performed without issue. The procedure was successfully completed after a non-abbott stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.